Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had lost stimulation. It was also reported the programmer could no longer communicate with the ipg. As a result, the pt's ipg was explanted and replaced. The replacement ipg resolved the pt's issue. The explanted product will not be returned to sjm.